Event description:
It was reported that patient underwent primary knee procedure on (B)(6), 2008. Patient underwent revision surgery on (B)(6), 2010 due to instability and pain. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further compluications have been reported. This report filed (B)(4), 2011.